Manufacturer narrative:
This combine initial/supplemental report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an evaluation was conducted by olympus. During the device evaluation, the user¿s report was confirmed. The knife wire was found broken with charring and melted portions at the distal end. The outer diameter of the knife was measured, and no abnormalities were noted. Evaluators continued testing and confirmed that there were no problems with the length of the knife wire or the wire coating. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ based on the results of the investigation and the condition of the subject device, a definitive root cause could not be determined. However, investigators believe a possible caused could have been the wire coating being torn and coming into contact with the distal end of the scope. This would have increased the temperature of the wire instantly and caused burning/charring. Another possibility would be that the slider was slightly pushed and caused the cutting wire to deflect. As mentioned above, theses are only possibilities ¿ no definitive root cause could be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus single-use 3-lumen sphincterotome v¿s knife wire was damaged out of the box. According to the initial reporter, while preparing for the procedure, the confirmed the knife wire had broken and completed the intended procedure, without patient harm using another unit.